Event description:
During a colonoscopy to remove arterivenous malformations (avms) with the equipment[i.e., erbe system; argon plasma coagulator (apc) model apc 300 with an electrosurgical generator w/endocut & argon model icc 200 e/a a pt's colon wall was perforated. The settings were 45 watts power with a 0.4 lpm argon flow rate. The pt returned later that night with bleeding. Surgery (colon resectioning) was required and the pt is now fine.